Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-apr-09. It was noted that the stall occurred at 2-4am on (B)(6) 2019 and it was confirmed that the replacement occurred on (B)(6) 2019 as planned.

Manufacturer narrative:
Previous report was sent without editing to the analysis results. The pump was returned and analysis identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at 6.4 mg, 10 mg/ml bupivacaine at 4.29 mg, and 100 mcg/ml clonidine at 42.9 mg via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall occurred on (B)(6) 2019. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The stall did not recover. The pump was scheduled to be replaced on (B)(6) 2019. The issue was not resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-07-15 14:34:17 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.